Event description:
The technician alleged the brake casters would swivel when the brake was engaged and would pop out the brake if the stretcher was pushed. No injury reported.

Manufacturer narrative:
The technician found the brake set screws were broken off the hex rods. The brake casters, hex rods and set screws were replaced by the technician to resolve the issue.